Manufacturer narrative:
The customer¿s report of a break and leak was confirmed. Visual inspection of the received set observed the separation was at the engagement between the tubing and inlet port of the distal male luer components. Further visual inspection of the separated tubing end observed insufficient solvent applied. Functional testing was not performed due to the obvious damage. The root cause was insufficient solvent applied at the engagement of the tubing.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that upon entering the patient room the rn found the tubing hooked onto the IV pole completely broken off of the connecting piece and leaking while in use on a patient. There was no report of patient harm.